Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number: 0226419. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. CAPA#: 1389644 was initiated. The retained sample was performed for the pull force of the sleeve stopper, the result is pass.

Event description:
It was reported that prn adapter had an IV set with a loose connection. The following information was provided by the initial reporter: "on (B)(6) 2021, the nurse found that the heparin cap had fallen off during the infusion inspection, and was immediately disinfected and replaced with a new heparin cap, which had no effect on the patient."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prn adapter had an IV set with a loose connection. The following information was provided by the initial reporter: "on (B)(6) 2021, the nurse found that the heparin cap had fallen off during the infusion inspection, and was immediately disinfected and replaced with a new heparin cap, which had no effect on the patient."